Manufacturer narrative:
Investigation: bd has been provided 2 shelf cartons for catalog 405148 lot 8092664 to investigate for this record. Visual examination of the contents of the case were measured and all products complied with the product specification requirements. Needle size measures the length indicated in the shelf carton and batch description. As a result, bd was not able to verify the reported issue. The spinal needles (sub-assembly material: 70005932) are assembled on the tic machines at the bd juncos site. Once final inspection of the assembled needle is approved the material is then packed on the multivac r-530 blister packaging machine (sap equipment number: 40070728). The packed non-sterile needles are automatically placed within the formed blisters; 100% inspection (10 sensors) is performed for presence of the needle inside the blisters; the top web is printed with the graphics, lot number/expiration date and barcode; then the blisters are cut into individual blisters; then 10 units are place inside of shelf carton. The fifty (50) blisters (10 shelf cartons) are manually packed into each case carton. For complaint lot, needle inside of the blister complied with needle description of batch and shelf carton. After investigation, no discrepancy or non-conformance were identified to customer samples.

Event description:
It has been reported that the needle spinal s/su 22ga 5in quincke has been found experiencing two occurrences of containing mixed product before use. The following has been provided by the initial reporter: it was reported that label shows needles are 22x5, however needles inside the box are 22gx9.75. Cmt: box shows 22gx5 but inside is 22gx9.75.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle spinal s/su 22ga 5 in quincke has been found experiencing two occurrences of containing mixed product before use. The following has been provided by the initial reporter: it was reported that label shows needles are 22x5, however needles inside the box are 22gx9.75. Cmt: box shows 22gx5 but inside is 22gx9.75